Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative : patient acd prior to surgery was less than 3mm. Review of dfu was performed and per contraindications the icl must be contraindicated if any of the following circumstances and/or conditions occur: 11. The anterior chamber depth (acd) of the eye with implanted lens, from the corneal endothelium to the front of the lens capsule, is less than 3.0 mm. Intraocular inflammation is identified in the labeling as a known potential adverse event following icl implantation. The icl directions for use (dfu) states under complications & adverse reactions: as with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to severe intraocular inflammation and uveitis/iritis. An inflammatory response is common after intraocular surgery; however, this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe. Given the late onset of intraocular inflammation, an exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim # (B)(4).

Event description:
A company representative provided a report indicating that the surgeon performed the implantation of a implantable collamer lens into the patients left eye (os) on 10-aug-2024. The patient underwent bilateral sequential surgery, during which the msi injector system was utilized intraoperatively. Pre-op acd was noted as 2.9mm. At one-month post-op, the patient presented with inflammation "foggy kp in the anterior chamber, and white deposits on the icl lens surface" were observed. The patient was being treated with steroid drops and as of 10-sep-2024 patient condition was reported to be: bcva 20/13, iop 17mmhg. The lens remains implanted. The cause of event was reported as unknown.

Manufacturer narrative:
Additional data: h6- device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).